Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 20.390 psi, which is outside the acceptable range of 22 to 38 psi. The infusion pump failed the ground resistance test, measuring 0.280 ohm. The acceptance range for this test is < 0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 20.390 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 386 to 279. Following the recalibration, the device passed the 30 psi occlusion pressure test at 24.500 psi, which is within specification. The infusion pump failed the ground resistance test, measuring 0.280 ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. The probable cause was determined to be a component failure, and the power filter module was replaced which successfully resolved the issue. The ground resistance test subsequently passed at 0.039 ohm. CAPA-15 and CAPA-34 were initiated to investigate the root cause for these failure modes. Reference to complaint # (B)(4).